Event description:
Retained foreign body. The cap is under the thumb hole cover. When you go to remove the cap to access the catheter, quite often both pieces get removed together (product flaw). The inside cap is supposed to remain seated on the all-in-one system: it is lubricated and is supposed to be inserted into the urethral meatus. Staff are aware of this product flaw and are supposed to be vigilant to be sure it is placed correctly when performing an in and out catheterization. It was found sitting in the patient's labia. Summary statement: patient was done with her ot session and the therapist talked with that pt complained of urethral pain. I came in the room and help my pct transferred her back to the bed as we need to bladder scan her and I/o cath if (scan is >250cc). Rn and pct removed the plastic end of the catheter tip in the patient urethral. Pt verbalized "it really hurts so bad". Last documented I/o cath was done at 0546hr.